Event description:
It was reported, the monitor did not turn on. It is unknown, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In speaking with olympus technical assistance center (tac), the customer indicated that the dc power cord connected to the ac/dc adapter was loose. The issue was resolved after the connection was secured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the image had not been displayed due to the loosened power cord. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: in the instruction manual (gt4632) and found the following descriptions. 3.3 connection to an ac mains power supply be sure to connect the power plug securely. Otherwise, the equipment will not function. Olympus will continue to monitor field performance for this device.